Manufacturer narrative:
The device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the they performed the audio test and the insulin pump for him failed. The customer¿s blood glucose was 162 mg/dl. It was stated that insulin pump made no noises on the low and high however vibration works. The insulin pump will be returned for analysis.